Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred suddenly, without any particular circumstances. The implantable neurostimulator (ins) was charged at 75% and worked normally. When the patient tried to modify the stimulation settings using the patient programmer, the patient was unable to communicate with the ins. The stimulator turned off and the screen of the patient programmer displayed the error message code 501. The physician tried with another patient programmer and got the same message. Then, the physician tried with the clinician programmer but was also not able to get communication. A physician recharge mode was attempted to reinitiate the device. After the first try, the screen displayed a por (power-on-reset) message, so the clinician programmer was used to reactivate the device. When launching the telemetry, the programmer made the critical error sound (buzzer) and showed a broken programmer picture and displayed the message "the application has halted because of an error. Contact mdt technical services. Bad 1kblockstatus restoreultrac256byteblock.cpp679." The physician tried a second physician recharge mode and after the third try, was able to interrogate the device. The stimulator was programmed to resynchronize the date and hour with the clinician programmer and got a new error message, "the ipg has undergone a reinitialisation, contact medtronic, error code 0x10." The physician was able to access the programming software and could get the serial number and previous settings. The impedance measure was impossible to obtain, the programmer displayed xxxxx instead of numbers. The recharge history showed a typical coupling at maximum level and the last session was on (B)(6) 2011 to 100%. The physician tried to reprogram the device but no stimulation was obtained, even with amplitude at 10v (previous amplitude programmed at 3-4v). The physician decided to turn off the ins and the device will be replaced.